Event description:
I have been an insulin pump user since the 1980s and have experience with them. I was supposedly upgraded to a minimed 630g in the fall of 2023. This pump is going to kill me. I have not had the companion cgm guardian since (B)(6) 2024. You cannot get it. Any services say they cannot ship it so the supply chain is broken. It is so tiny that if your small motor skills are diminished, you cannot insert it. The design of the guardian is not user friendly and there does not seem to be any other viable option. I have to have someone else insert it. I have attempted multiple times over the past months to get help from medtronic. They were a reliable customer service at one time but now everything goes nowhere. The tubings/catheters are not reliable. They kink in the tubing or the catheter bends at the insertion site. I had to get up and change it twice during the night because my sugars were over 400. It gives me a signal when it is blocked. This is an ongoing issue. I have multiple incidents of 400 to 500 levels. This is going to kill me. I have always maintained my numbers. We saw reviews about this and do not understand why it has not been addressed. The ease of use and reliability of this pump is non existent. In the 40 or more years that I have used a pump, I have not had these issues. These numbers are affecting my day to day life. I do not feel good when these numbers are so high and then a drop. One time I am not going to hear the alert or be able to wake up due to the issues with this pump. It was supposed to help and be a health aid. There are too many issues with this pump. Ref report: mw5158339.